Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit is allowing the pressure to exceed safety limit and not alarming.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection confirmed no physical damage, only a few scratches. The calibration sticker on the back of the unit indicates calibration was due on (B)(4) 2009. A gas bottle and dummy lap fixture were connected to the unit. The unit was allowed to run for several minutes and was able to maintain the set pressure. Also the unit was burned in for over a week, the unit did not overpressure. When artificial pressure was applied to the dummy lap causing overpressure the alarm activated and could be heard. The cover was removed and was inspected internally for any damages to the components. Physical damage was noticed on the chassis near the high pressure unit (hpu) component. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit is allowing the pressure to exceed safety limit and not alarming.